Event description:
Needles are bending. Symptoms: bending of needle suspect drug #1 dosing: inject using pen. Bent needle. Dose or amount: 1 unit; frequency: every day; route: sq. Dates of use: (B)(6) 2018 thru n/a. Diagnosis for use: diabetes mellitus.